Manufacturer narrative:
Note: product reference: 4430893 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st205 reference: 4430893 from batch: 37044506. Device history record: batch record number: 37044506 was reviewed: it was manufactured within the specifications, and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in april 2025. Summary of investigation: a celsite st205 catheter was returned for investigation. The form "request for information - acces port incident " completed was transmitted. Analysis of received information: the device was implanted during 4 months via subclavian vein. Visual inspection of the returned device: the explanted catheter was returned ruptured in 2 pieces: > one ~22,7cm long piece of catheter graduated from 10 to 33. > one ~4cm long piece of catheter graduated from 33 to 37. The observation on the received catheter does not allow to determine which extremity was connected to the access port housing. Microscopic inspection: the facies at the level of graduation 10 and 37 are shiny, cut with a sharp object. The facies at the level of graduation 33 is rough and irregular on both part of the catheter. The catheter ruptured at this level. The observation of this rupture facies does not allow us to identify the origin of the rupture. Dimensional measures: the inner and outer dimensions of the catheter were measured. They are compliant with the defined specifications. Functional tests: a catheter traction test was performed on the received device. The results are compliant with the defined specifications. Raw material historical review: the raw material used for the catheter batch included in the device kit was verified. The batch is compliant with the defined specifications. No similar complaint was reported involving this batch of catheter tube. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: the returned catheter is compliant with the defined specifications. No manufacturing defect was detected on the returned sample. Without the x-ray pictures for review, we cannot determine the root cause of the catheter rupture. Conclusion: without the x-ray picture, we cannot conclude on the root cause of this catheter rupture 4 months after its implantation. It is worth noting that the examination of the returned device and the review of the manufacturing records allow to say that the rupture of the catheter does not result from a manufacturing defect. This type of incident is well known and documented in the literature following to access port implantation. No actions plan is foreseen at that time.

Event description:
"A partial rupture of an implanted port catheter, inserted on (B)(6) 2025 (functional), was detected by contrast injection. Upon resumption of use, a leak of contrast medium was observed along the subcutaneous tract between the catheter and the implanted port on the proximal silicone portion. This necessitated removal and replacement of the device."